Event description:
It was reported that there was high but stable threshold on the lv (left ventricular) lead. It was also reported that there was no capture at maximum output on the atrial lead, along with oversensing, noise, undersensing, inappropriate pacing, and a possible lead fracture. The atrial lead was capped, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg crt-d, implanted: (B)(6) 2011; 7121 competitor lead, implanted: (B)(6) 2011. (B)(4).